Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when the surgeon went to grasp tissue it was noticed that a piece of the active waveguide had disengaged. There was no patient injury. Additional questions regarding the device and incident have been extended to the customer.

Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the static part of the jaw had broken off. The broken tip was returned with the device sample. The remaining waveguide was inspected under magnification to identify the point of metal contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. The user guide for this system warns: contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.